Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed one low flow alarm. Although a specific cause for this low flow event, as well as the report of rising lactate dehydrogenase (ldh), could not be conclusively determined through this evaluation, the account later communicated that these events were likely related to dehydration. A direct correlation between the device and the reported dehydration could not be conclusively established through this evaluation. The submitted system controller event log file captured a transient low flow alarm on (B)(6) 2021. Of note, an elevated pulsatility index (pi) value was captured during this low flow event. No other notable alarms or events were captured. The pump appeared to operate as intended at the set speed. The account reported that the low flow alarms resolved after the patient received intravenous fluids (ivf). The patient was doing well at home and would continue with ventricular assist device (vad) follow-up visits. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) is currently available. Although the account reported that the patient's elevated ldh was caused by dehydration, section 1, "introduction," lists hemolysis as an adverse event that may be associated with the use of the hm3 lvas. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 6, ¿patient care and management,¿ lists hypovolemia as a potential late post-implant complication and provides the recommended anticoagulation regimen, including the international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook also outlines all system controller alarms as well as how to respond to each alarm condition. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for rising lactase dehydrogenase (ldh). During review of the patient's log files low flows and high pi readings were seen.